Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open intestinal transit reconstruction, during rectal anastomosis, the surgeon could not continue turning the black knob until the green line appeared. Unusual effort was required to turn the twist knob to visualize the green bar. When too much force was made, the white lock broke. The surgeon was able to fully tighten the handle. Excessive tissue was incorporated into the barrel of the stapler. There was difficulty in opening the device. When the surgeon removed the stapler, it was noticed that the anvil was inside the patient. The donuts were also incomplete. Surgeons reported that it was not advisable to remove the anvil due to the patient¿s delicate condition. The surgical time was extended for 30 minutes or more. The surgeons finished the surgical procedure and closed the patient, leaving the anvil inside. It was not checked whether the staple and cut were performed correctly. 8 hours later, the surgeons re-intervened the patient and a new anastomosis was performed with a new circular stapler. The anvil was removed.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the retainer legs of the anvil were bent or damaged and the safety latch was broken as a result of rough handling. It was reported that a component disengaged from the device into the surgical cavity, it was difficult to bring tissue together for closure using the device, the device was difficult to open, the donut formed poorly or was missing completely after firing, the device broke, and the operating room time was extended by more than thirty minutes resulting from product failure. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. Also, safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the safety will not release if the green bar is not visible in the indicator window. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but five photos were available for evaluation. Visual inspection noted on the first photo that the instrument with the center rod extended. The second photo depicted the instrument fully applied with the knife extended. The third photo depicted the anvil not tilted with tissue. The fourth photo depicted a different view of the anvil not tilted with tissue. The fifth photo depicted a top view of the anvil not tilted with tissue. It was reported that a component disengaged from the device into the surgical cavity, it was difficult to bring tissue together for closure using the device, the donut formed poorly after firing, or time was extended by >30 minutes resulting from product failure, the device was difficult to open, and the device broke. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open intestinal transit reconstruction, during rectal anastomosis, the surgeon could not continue turning the black knob until the green line appeared. Unusual effort was required to turn the twist knob to visualize the green bar. When too much force was made, the white lock broke. The surgeon was able to fully tighten the handle. Excessive tissue was incorporated into the barrel of the stapler. There was difficulty in opening the device. \when the surgeon removed the stapler, it was noticed that the anvil was inside the patient. The donuts were also incomplete. Surgeons reported that it was not advisable to remove the anvil due to the patient¿s delicate condition. The surgical time was extended for 30 minutes or more. The surgeons finished the surgical procedure and closed the patient, leaving the anvil inside. It was not checked whether the staple and cut were performed correctly. The patient started with symptoms that could be of possible intestinal obstruction such as nausea and vomiting. 8 hours later, the surgeons re-intervened the patient. It was verified that there was no anastomosis performed by the used circular stapler. The anvil was removed. A successful anastomosis was achieved with the second circular stapler in the second surgery. No significant tissue loss.